Manufacturer narrative:
Discrepant results (accuracy) comparison or inratio test with lab results provided by end-user at time complaint was filed: date unknown; inratio >7.5; lab unknown; mean unknown; confidence limits- unable to be determined. Date unknown; inratio >7.5; lab unknown; mean unknown; confidence limits- unable to be determined. Tr 0150 cannot be applied because the inratio and lab value is unknown. This case qualifies as an adverse event, so further testing is required at this time. No strip lot was available so no further testing can be performed. Per text, "patient is fine as per the caller."

Event description:
Caller alleged inaccuracy with inratio. Results as follows: date unknown; inratio >7.5; lab unknown. Date unknown; inratio >7.5; lab unknown.